Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that the patient was charging their implantable neurostimulator (ins) too often. The patient also reported that the ins couldn't keep a charge. The patient spoke with a manufacturer representative and by that time, the ins battery was dead. The patient was told that if the ins wouldn't keep a charge that it needed to be explanted. It was noted that the issue started several months after the patient was implanted on (B)(6) 2018. Additional information was received from the patient on (B)(6) 2018. It was reported that their ins was ineffective and didn't work, as the device never held a charge for more than a couple of days. The patient stated that they met with a manufacturer representative in (B)(6) 2017 who tried some tricks, but it didn't help. No patient symptoms were reported and there were no complications. Indication for use is spinal pain.